Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage found on the electronic assembly. Moisture damage on battery tube, vibrator noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery power ran out quickly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.